Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer contacted tsc to report a single patient failed to react in forward anti-a microtube lot# 030718037-13 on: provue and (mxp (B)(4)). Manual gel (mxp (B)(4)). Patient in question did react in forward anti-a well when tested in tube method using ortho anti-a bioclone with 3+ positive reaction. Customer determined patient is an a subgroup and believes patient in question should have reacted with gel technology. Customer reports alba-qchek not affected on provue or manual gel, and ortho confidence qc system not affected in tube method. Issue started on: (B)(6) 2018. Frequency: 1 patient. Microtubes/wells or cell (donor #) affected: anti-a forward. Methodology used: provue and manual gel. Pattern observed: false neg. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: yes in tube. Result obtained by repeating: 3+ positive customer reports storing and testing mts gel cards and reagent red cells according to IFU. Customer reports no signs of hemolysis. Customer reports patient in question has no previous history of blood type at facility. Patient typed as b positive in gel technology, 3+ positive in reverse a cell. Detail any maintenance failure or maintenance inadequately performed that would be relevant for the issue : up to date. Tsc referred customer to IFU of mts abd/rev gel cards limitations: some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents. Customer content with discussion between differences in clones and methodology. Customer reports no other incident has occurred and only single patient affected, no harm came to patient due to this occurrence.